Manufacturer narrative:
B5;additional information received ; it was confirmed that no damage was observed to the sentrant sheath or its packaging. The device flushed properly and was introduced into the patient. However, leakage was observed during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath (sensh1628w) was intended to be used as a conduit in an endurant ii main body stent graft (etbf3216c145ee) during the endovascular treatment of a 32mm abdominal aortic aneurysm (aaa). It was reported during the index procedure, the physician observed that the hemostatic valve on the 16 fr sheath was not working and requested a replacement. The device was replaced with another sentrant sheath of the same size (sensh1628w, lot 00189367), and the procedure was successfully completed without complications. Per the physician the cause hemostatic valve malfunction was not determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the sentrant sheath returned with the catheter seal and slit seal detached from the seal housing and located on the dilator. The seal housing cap was not present on the dilator or sheath. The reported failure to achieve hemostatis due to detachment of the seal cap and catheter seal as confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.